Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical breathing/portex general anesthesia circuits was completed after return of device withing bag. The device physical condition revealed no damage upon visual inspection. The packaged of hme filter was appeared unopened and not touched. When conducting the leak test on the breathing circuit and breathing bag, no leaks were confirmed, and it was determined and conformed to the standard of care. No fault could be established. Actions: we will notify manufacturing site of the occurrence of this event and record this event in a database to monitor the future occurrence stat.

Manufacturer narrative:
Customer/facility phone number: (B)(6). Company representative phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that during a pre-use check, leakage of air was observed from the product. No patient injury or complications were reported in relation to this event.